Manufacturer narrative:
(B)(4). Batteries leakage. Evaluation: results: evaluation for the returned product shows when tested, the unit does not power on. The battery contacts shows corrosion and the battery springs are bent. The alarm unit is missing the battery door. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage resulting in no power to the alarm unit. (B)(4).

Event description:
Customer claims that during set-up, the alarm unit has no power. Customer detected battery leakage. The unit was tested with new batteries. There was no patient contact or incident reported. Evaluation for the returned product shows the battery contacts have corrosion and the battery springs are bent.